Event description:
It was reported that the downstream occlusion (dso) was delaminated. Discovered during testing. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal was delaminated. This device has not been serviced in the past. No relevant information in event logs. The reported problem was verified by visual inspection. The cause is the dso seal. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.